Event description:
Reported ventilator not working and patient being bagged with 100% oxygen; patient stable with saturation of 100%. Ventilator was alarming and displaying error code 10. Plugs and connections seemed to be in good working order. Switched out the ventilator for a new one. No patient harm.device #1is this a laboratory device or laboratory test?no.